Manufacturer narrative:
Patient weight nd ethnicity: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was manufacture defect. The preloaded intraocular lens (iol) was fully inserted into patient's right eye, then removed during the same procedure. Another lens of same model and diopter was used as the replacement without any complications. There was a delay of 5 minutes. The patient has fully recovered. No other information was provided.

Manufacturer narrative:
Additional info: section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: may 23, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the complaint lens was received inside of a specimen cup. Visual inspection of the iol revealed that it was cut into three pieces. Based on the return condition of the lens, no further product evaluation could be performed. Visual inspection of the handpiece revealed that the cartridge tip was cracked. No further issues were observed with the cartridge or handpiece that would contribute to lens damage. The complaint issue "lens damaged" was not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.